Event description:
It was reported via the FDA via maude report mw5038821 that the stryker recon nail broke in two at the screw hole approximately six weeks after implantation and had to be replaced.

Manufacturer narrative:
Summary: referring to the product inquiry the recon nail is stated to be the primary product. No further associated product was reported. According to information received, the product reported was not available for evaluation because the disposition is unknown. Thus, a physical examination could not be carried out. A review of the device history records, complaint history / trending and nc/CAPA history was not possible as all product data (including the lot code) are unknown. The event description states: "the stryker recon nail broke in two at the screw hole approximately six weeks after implantation and had to be replaced." Referring to the given data (date of implantation: (B)(6) 2014, date of explantation: (B)(6) 2014), it has to be ascertained that the information "six weeks after implantation" is incorrect; the correct value is: 10.5 weeks. However, based on the sparse information provided, the root cause of the reported event could not be determined. No non-conformity was identified.

Event description:
It was reported via the FDA via maude report mw5038821 that the stryker recon nail broke in two at the screw hole approximately six weeks after implantation and had to be replaced.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Catalog number is unknown at this time. The device was reported as unknown recon nail.